Event description:
It was reported that after switching on the programmer, the physician only saw a black screen. Turning the power off and then on did not help. It is expected that the programmer will be returned to the manufacturer. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).